Event description:
A medtronic maximo dr 7278 aicd was placed with medtronic 6947 ventricular lead and medtronic 5076-52 atrial lead. One week later the pt experienced shocks to the heart. They were hospitalized for evaluation and noise was noted in the ventricular lead. They were taken to or where the lead ws mildly loose at the connection. It was replaced (6947) with a medtronic sprint quattro secure model 6947. Appeared to be funcioning approp. In ep lab the next day.